Event description:
It was reported that during a post-implant hospitalization, a loss of capture was observed on the left ventricular lead of an asymptomatic patient. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).